Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use.¿ (B)(4). Sample was discarded.

Event description:
It was reported that upon insertion of the catheter the patient found a red rubber piece inside of the catheter. The patient alleged it was a burr/barb from the hole in the catheter. The patient inspected the catheter under a magnifying glass and allegedly saw the foreign red rubber piece popping out.